Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise. Noise was able to be reproduced when the patient leaned forward. The device was reprogrammed. The patient would continue to be monitored.